Event description:
On 06/12/2022, patient-reported they received pdo threat treatment on (B)(6) 2022, and later experienced extrusion of two pdo threads. The patient informed their hcp of the issue and attended a follow-up appointment on (B)(6) 2022, during which the hcp implanted four additional pdo threads in the glabellar area. A few weeks after treatment, the patient contacted the hcp facility to request another revision mentioning that the treated area was red, tender to the touch, with palpable bumps under the skin, pustules, and rough skin at the surface. The staff at the provider's office notified the patient that the hcp who could evaluate the event was not available until (B)(6) 2022, recommending the patient seek medical attention at an urgent care clinic if it was an emergency and to inform them of the diagnosis. However, the patient explained that the issue was not medical but rather cosmetic and related to the treatment received. According to the hcp, the patient became very agitated and verbally abusive requiring the involvement of law enforcement. The patient agreed to attend a follow-up visit after june 16th. On 06/15/2022, the patient reported having sought medical advice from another health care professional who recommended going to an urgent care facility for antibiotics and provided a list of plastic surgeons to schedule a visit. The patient mentioned that after the visit with the new hcp the wound was closed, no fluid was coming out, and the redness and swelling were almost gone. The patient asked if a spot laser treatment would be helpful, and the hcp suggested waiting for a month before doing another treatment to allow the area to heal. On 07/07/2022, the patient inquired new hcp to receive spot laser treatment. The hcp recommended waiting until the upcoming fall to treat the scar as the patient was going to be exposed to the sun for long periods during the summer. On (B)(6) 2022, the hcp who initially implanted the pdo threads stated that during the pdo threads treatment, the patient's skin was cleansed with hibiclens, and a sterile technique was maintained. Hcp also mentioned that post-care instructions were explained in detail including but not limited to taking h2ra blockers and an antihistamine for inflammation or redness. Hcp reported the patient didn't return to the facility for a reevaluation and didn't consider them to be a suitable candidate for another treatment as they had experienced side effects. On 08/10/2022, after follow-up, the patient mentioned the area had a dark discoloration at the injection site that became infected and continued to see the new hcp to correct it. No further updates were provided.